Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette was not attached" error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D4: primary UDI, h3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The customer reported problem was duplicated. When attaching a cassette, found constant alarmed cassette not attached properly due to inoperable dso. The dso sensor will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.